Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's mother reported via phone call that the customer had a blood glucose of 488 mg/dl. The patient also had an earlier blood glucose of 413 mg/dl. The patient experienced nausea and abdominal pain. The patient was treated via manual insulin injection. During troubleshooting, the mother mentioned that she raised the basal rates on the insulin pump. There were no bent cannulas for the past two set changes. The insulin pump was not returned for analysis.